Manufacturer narrative:
Unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Unit was unable to prime during prime/delivery test due to faulty force sensor resistor; unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed; unable to test the low reservoir alarm due to prime/fill anomaly. Unit had minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that customer received a motor error alarm and a no delivery alarm. It was reported that insulin pump received a low reservoir the night prior and customer did not change reservoir until the following day. Customer's blood glucose was 435 mg/dl and was treated with manual injection. During troubleshooting for motor error alarm, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. Infusion set and reservoir would also be replaced.